Event description:
It was reported during an initial implant procedure today, they had placed the catheter, connected it to the pump and attempted to aspirate with the purple sheath through the cap (catheter access port) to confirm a good connection. The healthcare professional (hcp) was not able to get a flow. They tried a new syringe and needle, and also tried to replace the pump segment of the catheter but, nothing worked. It was stated "there was an issue with the side port of the pump." A different pump was used and they were able to get flow instantly. The drug was unknown. It was further reported no drug was actually in the pump and it had not been placed in the patient when the event occurred. They were going to put infumorph into the pump. At the time of the event, another cap kit was opened to try a different needle. The pump segment of the catheter was removed to verify good flow of cerebrospinal fluid (csf). The segment was completely removed and confirmed good csf flow. A new segment was placed, and flow was confirmed again. New pump was used and they got great aspiration. The patient was implanted with the second pump and was doing well.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found no anomaly. The cap was found to be patent at check-in, during internal decontamination and flow test. An extra step was done by connecting pump to a catheter, submerging the pump in water and trying to aspirate from cap. No anomalies were found and the cap was patent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.